Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board needed to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system had no image on the left monitor. No pt injury was reported.